Manufacturer narrative:
(B)(4). Batch # m5328c additional information was requested and the following was obtained: please let us know when you have gathered additional information. I have not been able to recover any information about this event. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was set aside and labeled as broken. It is not known if the device was used in the case. It is not known how the procedure was completed. No patient consequences were reported.